Event description:
It was reported that the procedure was cancelled. A soloist? Needle was selected for use to treat an osteoid osteoma. The patient was sedated using general anesthesia. At the start of the procedure, while connecting the electrode, there was a high impedance error. Despite troubleshooting the error for between 2-3 hours, the error was unable to be resolved. There was no replacement device available, so the procedure was cancelled. There were no patient complications as a result of this event, and the patient was expected to fully recover.